Event description:
Report received from germany states: "no cutting on vitreous body visible during procedure. No patient damage/no patient impact."

Manufacturer narrative:
Product has been requested however, it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00088 and 00090.